Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the pump has been working on and off for the last week. Customer was getting low battery alerts even after replacing the battery. Customer stated that sometimes the pump will not turn on but it will after an hour. Customer stated that the alarm might have occurred during a basal. Customer's last blood glucose was 220 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that sometimes he can complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm during testing noted. The motor passed the motor test. The pump was monitored for several days with no blank display noted. The pump was received with normal operating currents, and no unexpected low battery alarms were noted. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.